Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing "pain" and felt "something was not right with the device." It was further noted that the device was not pacing according to the set parameters. The device remains in use. No further patient complications have been reported as a result of this event.